Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: the station properties for bottles 2 (formalin), 3 (70% ethanol), 7 (ethanol), 12 (xylene), 15 (cleaning xylene) and 16 (cleaning ethanol), together with the wax in wax bath 3, were reset between 12:11pm and 16:27pm on (B)(6) 2021. Each of these bottles was out of contact with the corresponding sensor for sufficient time to replace the reagent; and there is no evidence of any use error(s) when replacing any of these reagents. Bottle 12 (xylene) was not in contact with the corresponding sensor for sufficient time to replace the reagent; and a user affirmed in the graphical user interface (gui) that the xylene concentration in bottle 12 was to be set to the default value of 100% at 12:11pm on (B)(6) 2021. The properties of the reagent in bottle 12 prior to the user actions detailed were: xylene concentration=74.8%, cycle=28, cassettes=2970 and days=20. The complainant advised that a user had incorrectly replaced the reagent this bottle with formalin rather than 100% xylene. Following the user actions detailed above, the reagent in bottle 12 (xylene) was used for the final clearing step of both the "xylene 2 hour*" protocol started in retort b at 16:28pm on (B)(6) 2021 and the "xylene 8 hour" protocol started in retort a at 16:28pm on (B)(6) 2021. Based on the information provided, the patient tissue samples exhibiting sub-optimal processing as reported by the complainant were derived from the "xylene 2 hour" protocol comprising 56 cassettes, which started in retort b at 16:28pm on (B)(6) 2021 and completed at 04:50am on (B)(6) 2021; and the "xylene 8 hour" protocol comprising 148 cassettes, which started in retort a at 16:28pm on (B)(6) 2021 and completed at 05:00am on (B)(6) 2021. The information provided by the complainant to the fas details that a use error occurred during replacement of the reagent in bottle 12 (xylene), in which a user incorrectly replaced the reagent in this bottle with formalin rather than 100% xylene. At 12:11pm on (B)(6) 2021, the user affirmed in the instrument graphical user interface (gui) that the reagent concentration was to be set to the default value of 100%. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 12 (xylene), which contained formalin due to the use error at 12:11pm on (B)(6) 2021 when replacing this reagent, was used for the final clearing step of both the "xylene 2 hour" protocol started in retort b at 16:28pm on (B)(6) 2021; and the "xylene 8 hour" protocol started in retort a at 16:28pm on (B)(6) 2021, from which sub-optimal processing tissue samples was reported by the complainant. The quality of tissue processing from both the "xylene 2 hour" protocol started in retort b at 16:28pm on (B)(6) 2021 and the "xylene 8 hour" protocol started in retort a at 16:28pm on (B)(6) 2021, would have been adversely impacted when formalin rather than xylene was used for the final clearing step due to the use error during manual replacement of the reagent in bottle 12 detailed above. Use of formalin for the final clearing step of these protocols would have resulted in both inadequate clearing of patient tissue samples, and contamination of the waxes used for the subsequent infiltration steps with formalin. Investigation of this complaint found that the instrument functioned as designed during execution of both the "xylene 2 hour" protocol started in retort b at 16:28pm on (B)(6) 2021 and the "xylene 8 hour" protocol started in retort a at 16:28pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Based on the information provided by the complainant that a user had replaced the contents of bottle 12 (xylene) with formalin, it was determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 12:11pm on (B)(6) 2021, during manual replacement of the reagent in bottle 12 (xylene).

Event description:
On (B)(6) 2021, the complainant contacted the assigned leica field applications specialist - core histology (fas) by telephone in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "she was just phoned by lab supervisor that reagents were improperly exchanged on peloris 2 last night (wednesday, (B)(6) 2021). Technicians changed several different bottles last night but they believe formalin may have accidentally been placed into a xylene station. Technicians reported very strong formalin smell when opening retort this morning to replace processed blocks. Requested that bottles remain on instrument and not to change anything yet until logs are sent and reviewed." On (B)(6) 2021, the fas collected the following further information regarding the circumstances involved in this complaint: "customer identified that bottle #12 was incorrectly changed with formalin and not xylene. Multiple bottles were changed on wednesday, (B)(6) 2021-#12 being one of them." The fas also documented that the patient tissue samples involved in this event were derived from both the "xylene 2 hour" protocol executed in retort b comprising 56 cassettes, which started at 16:28:07pm on (B)(6) 2021 and completed at 04:52:53am on (B)(6) 2021 and the "xylene 8 hour" protocol executed in retort a comprising 148 cassettes, which started at 16:28:45pm on (B)(6) 2021 and completed at 05:01:03am on (B)(6) 2021. The tissue type(s) and size(s) of the affected patient tissue samples were detailed as "variety". On (B)(6) 2021, the assigned leica field applications specialist - core histology received information that all patient cases involved in this event were diagnosable.